Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set cannula was crimped within three or more hours after insertion at abdomen on (B)(6) 2025. The infusion set was in use for less than 12 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.